Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that, "doctor went to final tighter s1 screw blocker split had to leave screw in with broken blocker."